Event description:
On 07/10/2023, it was reported by a sales representative via sems that an abs-10060r angel machine started making a very weird noise and then began to smell like smoke. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested. Additional information was provided on 05980102, it was reported that (4) abs-10061t prp kits would not click into the centrifuge. The plastic discs were too big. One of them finally did click in and the machine started to make weird noises and smell like smoke.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the damaged housing and display screen not turning on can be attributed to misuse/mishandling due to damage to the device. According to dfu-0260-r0; instruction for use: "loading the variable volume separate chamber should always be the first step in the setup process. Loading the variable volume separation chamber and pressing down on the separation chamber plate will remove the excess air volume from the chamber. If the excess air is not removed, the separation chamber plate will not load properly."